Event description:
Olympus was informed that during a colpotomy procedure, the tip broke off inside the patient. The surgeon used a grasper and successfully retrieved the broken fragment. The intended procedure was successfully completed with another similar device. There was no report of patient injury.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, a supplemental report will be submitted.